Manufacturer narrative:
(Health professional): no information provided; (occupation): no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device's defect was caused by incorrect reprocessing. The customer did not provide any further information. There was no patient involvement.

Event description:
It was reported the subject device's defect was caused by incorrect reprocessing. The customer did not provide any further information. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Corrected field: h6 component code. Based on the results of the investigation no defect was found in the device, reported issue must have been a system error. According to the investigation, additional issue of light guide bundle of the video cable section broken and therefore the light transmission lost or too low, and scratched cover glass of the insertion section were identified. Based on the results of the investigation, a probable root cause is expected or random component failure without any design or manufacturing issue and cause traced to failure to follow instructions. Safety information: notice: risk of damage to the product: the endoscope is a precise optical device. Careless handling may damage the endoscope. Always handle the endoscope with care. Do not hold the endoscope by the distal end only. Do not bend the insertion tube. Risk of injury to the patient due to damaged video telescope inspect the video telescope for visible damage: make sure that the product has: no dents, cracks, bending, or deformations. No cuts and other defects on the outer sleeve of the cable. No scratches. No corrosion, dirt or debris. No lens damages or cover glass damages. No missing or loose parts. Check all markings on the product for clear visibility. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to update the results of the legal manufacturers final investigation. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.